Manufacturer narrative:
The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed the reported error and to resolve the issue, replaced the hard drive, instrument manager printed circuit board (pcb), network adapter pcb, power switch. Fss performed the field service checklist on the unit, which the system passed all functional tests and it was found to meet amo specifications. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the (B)(6) signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.